Event description:
The customer obtained lower than expected vitros valp results (ch-01= 17.2 versus expected 39.7, ch-04= 22.8 versus expected 62.4, ch-05= 42.5 versus expected 85.8 ug/ml) from cap proficiency samples while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient sample results were known to have been affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros valp results were obtained from cap proficiency samples processed on a vitros 5600 integrated system. The investigation could not determine an assignable cause. The cap proficiency samples themselves or a pre-analytical sample handling issue did not likely contribute to the event. A transient vitros valp reagent issue and/or an instrument issue cannot be ruled out as potential contributing factors. The root cause of this event is unknown.